Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was not able to duplicate the reported issue. Opened unit up to make sure nothing was loose. Ran instrument for about an hour, and the unit works according to manufacturer's specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela cf ventilator experienced vent inop (ventilation inoperable). At this time, patient involvement is unknown with the reported event.